Manufacturer narrative:
Investigation including root cause determination is in progress.

Event description:
A surgeon reports one custom pt with topographically-observed "central islands" (corneal irregularities) following a custom myopia laser procedure. There was no injury/impact associated with this event. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.